Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that for a couple of months now they feel the stimulation all of a sudden increase. They stated that they know the stimulation was set at 4.4, but after they feel it ¿jump¿, they will check the controller and it will be at 5.0. They noted that this is very irritating. Patient services reviewed that the issue is potentially caused by adaptive stimulation. They worked with the patient, and the patient confirmed that adaptive stimulation was enabled. The patient was successful in turning adaptive stimulation off at the time of the report. The patient also stated that at the beginning of june when the battery in the controller got low, it sends a shock through their legs, and they know to turn it off. Patient services tried to clarify with the patient if the controller battery or implant battery was low, but the issue was not clarified. The patient was redirected to their healthcare provider.